Event description:
The customer reported a machine pressure sensor autozero failed error occurred. There was no patient involvement.

Manufacturer narrative:
MFR received date 08 oct 2019. The manufacturer¿s international service technician confirmed the reported pressure test inaccuracy issue. The manufacturer¿s international service technician replaced the flow sensor and data acquisition board to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported a machine pressure sensor autozero failed error occurred. There was no patient involvement.